Event description:
It was reported that inadequate capture was noted on the right ventricle (rv) lead. A revision procedure was performed and repositioning of the rv lead was attempted, however, the helix was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.